Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight device, a broken shell, red particles, and missing piece of the shell. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified tear opening, and a piece of the shell is missing the assessment is inconclusive. Additional, corrected, and/or changed data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.